Event description:
It was reported that the intra-aortic balloon (iab) operation was finished without problems and the catheter was removed from the pt. It was at that time noticed there was blood inside the gas lumen. The clinicians suspected there may have been a leak, although there were no pump alarms when in use. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.